Event description:
As reported by the field clinical specialist (fcs), out of box and during prep of a 26mm sapien 3 ultra, two of the valve leaflets were stuck together and would not move while prepping in saline. An alternate valve was opened, prepped and used. Per returned valve inspection, leaflet creases were observed at the tab and across the leaflet.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The product was returned; therefore, a product evaluation was completed. As the device was returned, visual inspection and functional testing were completed. Per a technical summary written by edwards lifesciences, dimensional testing was not necessary as the complaint was confirmed by visual examination. No imagery was provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander and s3u IFU was reviewed along with the device preparation manual. Warnings include 'do not use the valve if the tamper evident seal is broken, the storage solution does not completely cover the valve, the temperature indicator has been activated, the valve is damaged, or the expiration date has elapsed'. Per the preparation manual, 'note: the appearance of thv leaflets during the rinsing process should not be used to judge the adequacy of thv coaptation. During the manufacturing process, each thv is individually inspected to confirm proper coaptation under physiological backpressure conditions prior to release'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for 'alleged inadequate coaptation' and 'valve/component anomaly ' other' were confirmed through returned product evaluation. An in-depth evaluation regarding the complaint for alleged inadequate has been documented in a technical summary. In the technical summary, devices returned for these over a two-year span were evaluated. The technical summary states that the summary of hydro-performance test data has demonstrated that all the returned complaint valves functioned properly: possessing adequate coaptation and demonstrating unrestricted motion. All available data from complaints with returned devices support the existing device training instructions, provided to the clinical specialist and physician, that the adequacy of thv leaflet coaptation and appearance should not be evaluated during thv preparation. Additionally, the technical summary demonstrates that the manufacturing mitigations in place support that is unlikely a manufacturing non-conformance would contribute to the complaints. It should be noted that these mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place. In summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As such, available information suggests that procedural factors (failure to follow instructions/user perception) may have contributed to the complaint event. The complaint for 'valve/component anomaly ' other' is confirmed. A review of the IFU/training materials revealed no deficiencies. A manufacturing issue was identified during evaluation. It is possible that the crease on the leaflets occurred during manufacturing due to poor workmanship, and it was missed during visual inspections. A pra was initiated for further investigation and assess the risk of the nonconformance identified. CAPA determination will be captured in the pra. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental is being submitted to correct the h6 code for investigation findings. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h10.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from an update on the investigation conclusion code from the product investigation.